Event description:
Additional information was received that there was no patient involvement. The reported issue was found during routine preventative maintenance testing.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Visual inspection of the pump found a crack or damage. During analysis, the customer's stated problem was verified. Inspected the pump, attached cassette to the device, attempted to run and it alarmed air in line. Further investigation of the pump determined that a faulty air detector was the root cause of the issue. Service will replace the air detector to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.